Manufacturer narrative:
Field h6 codes were updated. The patient was released from the hospital and he is now being treated at home. The date the patient was released from the hospital was requested, but not provided.

Manufacturer narrative:
Sections d9 and h3 were updated. The customer's meter was returned. The results from the returned meter were: on (B)(6) 2020 the meter result was 2.7 inr. On (B)(6)2020 the meter result was 2.6 inr. On (B)(6) 2020 the meter result was 1.5 inr. On (B)(6) 2021 the meter result was 3.5 inr. On (B)(6) 2021 the meter result was 3.9 inr. On (B)(6) 2021 the meter result was 7.6 inr ( at 19:10). On (B)(6) 2021 the meter result was 7.4 inr ( at 19:14). The customer's (3) returned test strips were measured with the returned meter with two high-level control samples. Testing results with control sample lot: 45569900 (qc range: 2.6 ¿ 3.2 inr): customer's test strips: qc 1: 2.8 inr; qc 2: 2.9 inr; qc 3: 2.8 inr. Testing results with control sample lot: 60022 (qc range: 4.1 ¿ 6.8 inr): retention strips: qc 1: 5.1 inr; qc 2: 5.1 inr; qc 3: 5.2 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. The medical assessment of the information provided determined that based on the inr results extracted from the returned meter's memory the patient last measured inr before the event was on (B)(6) 2021, which is 14 days before the alleged stroke event. The testing interval is set to 15 to 30 days. On (B)(6) 2021 at 19:14 and 19:10 the inr was 7.4 and 7.6, respectively. The values are comparable and far above the therapeutic range of the patient (2.0 inr - 3. Inr) and indicating a highly elevated bleeding risk. A hemorrhagic stroke would be plausible, however, the information on the diagnosis of the stroke could not yet be provided.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. This event occurred in (B)(4). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that a patient suffered a stroke allegedly caused by a change in oral anticoagulation treatment with vitamin k antagonist (sintrom), due to the results produced by coaguchek inrange meter, serial number (B)(4). There was an allegation of therapeutic schema change, but the initial reporter declined to provide additional information. The patient was hospitalized due to having a stroke. The patient tests once or twice per month (15 to 30 days). Information about the treatment the patient received, the patient¿s medical condition, medical history, and the timeline of the patient¿s hospitalization was requested but was not provided. Inr results from the meter and the laboratory were requested but not provided. The actual date of the event was not provided but was estimated to be (B)(6) 2021. It was reported that the patient also took several other medications but no details on the type of medication could be provided. The patient's therapeutic range is 2.0 inr - 3.0 inr. This MDR is being submitted in an abundance of caution.